Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2008, the pt was implanted with an scs system. On (B)(6) 2010, the pt reported feeling a shocking sensation at the ipg pocket even when the device is turned off. The sales rep met with the pt and did not observe any redness or swelling at the ipg site. The impedance was checked and the readings were low for all contacts. The pt then informed the rep that she had fallen previously and that is when the shocking started. On (B)(6) 2010, it was reported that the pt's ipg was explanted and replaced. The pt is currently satisfied with the stimulation.